Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked and leaking reservoir tank cover, an outdated enclosure, cracked front cover, cracked tank cover, and outdated pcb/switch. The customer reported product problem (leaking reservoir) was confirmed during testing. The product problem occurred because of a crack in the tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was damage caused to the device by the user. This was not established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-90) reservoir was leaking water. There was no patient involvement.